Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation conducted on the available date on the system, the system performed as expected by asserting low glucose alert. There was no systemic malfunction observed with the system. The customer reported that he is feeling fine.

Event description:
Senseonics was made aware of an instance wherein a patient using the eversense cgm system went through a hypoglycemic event and reported that the eversense cgm system may not have provided an alert. The user went swimming and after getting out of the water and before he could eat, he lost consciousness. User self-treated with honey and after 30 minutes he started to feel better. User said, there was no vibration or at least he didn't realize it while swimming. The manufacturer is currently investigating the incident and will provide the outcome in the final incident report.